Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported the unit had been used in companion mode when there was a speaker inoperative message. The rse asked the customer to check the speakers and disconnect the cable from the mainboard then plug it in again to lower the impedance. The customer could not confirm if the speaker worked, so they requested for onsite troubleshooting and investigation. A philips field service engineer (fse) was dispatched onsite to further evaluate the unit. Results of the evaluation could not duplicate the customer's alleged malfunction as the speaker worked. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be duplicated. The speaker worked. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that error message: speaker check. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.